Manufacturer narrative:
This event is being reported at the request of the FDA. Review of mfg records and quality inspection reports indicate that the product was manufactured within spec. No product was returned for eval. The customer reported, they felt the nurse pulled the wire back through the needle, shearing off the wire. User instructions state "hold guidewire in place and remove introducer needle. Do not withdraw the guidewire back into the cannula as this may result in separation of the guidewire. The cannula should be removed first." User error caused this event.

Event description:
On (B)(6) 2010, the customer reported that during a PICC insertion, a 7mm portion of the guidewire broke off in the pt, 1.5cm deep into soft tissue. This was confirmed by both x-ray and ultrasound by the physician. The piece was not removed from the pt.